Manufacturer narrative:
Based on the claim against the product by the customer noting torn insulation coating, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation, and the bare wire was exposed. Failure analysis found the primary failure of the damaged conductor wire insulation to be related to the customer reported complaint. An electrical continuity test was performed and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and released energy normally. No arcing was observed. The root cause of the conductor wire insulation damage is attributed to a component failure. Image review: images of the fenestrated bipolar forceps instrument related to this event were received. Review of the submitted images was performed by the regulatory post market surveillance (rpms) specialist. The fenestrated bipolar forceps instrument conductor wire insulation was damaged with the internal wires exposed. There was no other obvious damage found on the fenestrated bipolar forceps instrument. This complaint is reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instrument with damaged/broken conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument insulation coating was torn. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the additional information: the fenestrated bipolar forceps instrument was reportedly inspected prior to use, and no issues were noted. The instrument performed as intended during the procedure. No fragment fell inside the patient. No evidence of thermal damage was identified on the instrument. No arcing and instrument collision were observed during procedure. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.